Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4568 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing a loss of capture. The rv lead polarity and threshold were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.